Event description:
It was reported that after installing new software to the programmer, the follow up of devices was not possible anymore. During the interrogation of one pacemaker, the programmer showed an error code. The physician rebooted the programmer, but the situation did not change. The programmer will be returned for repair and the follow-ups will wait to be completed until a new programmer is received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the device starts up very slowly, a new software installation was required to solve this problem.